Event description:
It was reported that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. Advised to discontinue use of the insulin pump. No additional information was provided.